Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Due to clogging of nozzle, water removal ability did not meet the standard value. Switch button 1 had a scratch. Plastic distal end cover had a burn. Protector of universal cord on control section side had a scratch. Connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis lucera gastrointestinal videoscope curved had a pinhole. There was no report of patient harm associated with this event. During incoming inspection, it was determined foreign object clogged the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. User facility does not know when the foreign object adhered to the scope. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The endoscope was not immersed in detergent solution. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution.